Manufacturer narrative:
(B)(4).b. Braun medical inc. (Importer) is submitting this report on behalf of (B)(4).this report has been identified as b. Braun (B)(4) internal report # (B)(4).no sample is available for investigation. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.we have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): our customer found the epidural catheter was broken in the patient's body.